Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and 9 heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 52.3 mm diameter abdominal aortic aneurysm. It was reported that approximately two weeks later, the patient had gout with symptoms of knee pain and swelling. The patient was treated with medication and right knee arthrocentesis and the event was resolved. The investigator assessed the event as not related to the devices or procedure. The sponsor assessed the event as possibly related to the procedure, not related to the devices. No additional clinical sequelae were reported and the patient is fine. Past tobacco use, hypertension, hyperlipidemia, cardiac disease (mi and pci), pulmonary disease (copd), renal insufficiency, tia, ischemic stroke/cva, gi disease, genito-urinary disease and carotid disease.